Event description:
It was reported to philips that monitors failed to power on after recall service on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service identified a loose power cord connection, which the customer resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).